Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: null, batch/lot number: 118747011, model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing ipp was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that patient experienced inflation issues due to fluid loss from the right cylinder, as it was frayed upon removal. The patient did not experience any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Analysis : cylinder malfunction and fluid loss were reported. The ams700 pump was visually inspected, and the ams700 cylinders were visually inspected and functionally tested. Both cylinders had leaks due to input tube wear. Both cylinders had broken fabric threads. The pump was not functionally tested due to contamination. The product analysis does confirm the allegations of fluid loss and cylinder malfunction. The ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. The product analysis did not confirm the allegations. Correction to g1, h2, h3, and h6: updated to include device analysis. Model number/catalog number 720185-01 serial number null batch/lot number 118747011 model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing ipp was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that patient experienced inflation issues due to fluid loss from the right cylinder, as it was frayed upon removal. The patient did not experience any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.